Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 15-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). It was reported that the pump and catheter were explanted due to infection, "specifically in the back where the incision was made/ catheter entry point". According to the physician, they got a culture swab, it came back positive for infection so they removed it four weeks after implant. It was noted that the system was explanted by the facility and the rep was never notified. The rep found out on 2026-02-05 because they were told about the new pump implant. The rep went to talk to the patient in pre-operative and the patient told the rep "I had one a couple years ago and it got removed due to infection". In regard to environmental, external, or patient factors that may have led or contributed to the issue, the rep asked but neither the patient or the new physician knew. In regard to actions/interventions taken to resolve the event, the patient stayed in the hospital post-explant for the weekend and was monitored and released after to go home. The replacement occurred on (B)(6) 2026. At the time of this report, the issue was resolved.